Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that the device was at elective replacement indicator (eri). Early battery depletion was also reported. The device was explanted and replaced. It was also reported the right ventricular (rv) lead helix would not retract during prophylactic replacement. The rv lead was capped and replaced. A left ventricular (lv) lead was attempted however due to patient anatomy the lv lead was not implanted. No patient complications have been reported as a result of this event.